Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported a shunt adjustment was performed by neurosurgery for the cerebral infarct. As reported, it was unknown if the cerebral infarct was related to the transcatheter aortic valve. Approximately 1 month later, during the hospitalization for possible endocarditis of the mitral valve, a transesophageal echocardiogram (tee) identified vegetation endocarditis of the mitral valve. Sterile endocarditis reported as cultures were negative. Intravenous medication was administered. The endocarditis was reported as related to the transcatheter aortic valve. Slurred speech occurred again, and a transient ischemic attack (tia) was reported. This tia prolonged hospitalization. Treatment was not reported for the tia. Approximately 7 days later, slurred speech occurred again, and hospitalization was required. A tia was reported again. No treatment reported for the tia. As reported, it was unknown if the tia was related to the transcatheter aortic valve. The tia resolved 7 days following the onset date. The patient was discharged this same date. The event was reported as resolved with no sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, five months following a transcatheter aortic bioprosthetic valve replacement procedure, the patient presented to the emergency department (ed) with slurred speech. Magnetic resonance imaging was performed and revealed bilateral, "tiny", acute infarcts. The patient was admitted with a cerebral vascular accident. The patient's symptoms resolved five days after onset; the patient was discharged to rehabilitation. Approximately one month later, the patient presented to the ed a second time with slurred speech. A computed tomography of the head was performed; however, was negative for an acute infarct. The patient was diagnosed with a transient ischemic attack and symptoms resolved the same day.

Event description:
It was reported approximately seven years, five months following a transcatheter aortic bioprosthetic valve replacement procedure, the patient presented to the emergency department (ed) with slurred speech. Magnetic resonance imaging was performed and revealed bilateral, "tiny", acute infarcts. The patient was admitted with a cerebral vascular accident (cva). The patient's symptoms resolved five days after onset; the patient was discharged to rehabilitation. Approximately one month later, the patient presented to the ed a second time with slurred speech. A computed tomography of the head was performed; however, was negative for an acute infarct. The patient was diagnosed with a transient ischemic attack and symptoms resolved the same day. Additional information reported a shunt adjustment was performed by neurosurgery for the cerebral infarct. As reported, it was unknown if the cerebral infarct was related to the transcatheter aortic valve. Approximately 1 month later, during the hospitalization for possible endocarditis of the mitral valve, a transesophageal echocardiogram (tee) identified vegetation endocarditis of the mitral valve. Sterile endocarditis reported as cultures were negative. Intravenous medication was administered. The endocarditis was reported as related to the transcatheter aortic valve. Slurred speech occurred again, and a transient ischemic attack (tia) was reported. This tia prolonged hospitalization. Treatment was not reported for the tia. Approximately 7 days later, slurred speech occurred again, and hospitalization was required. A tia was reported again. No treatment reported for the tia. As reported, it was unknown if the tia was related to the transcatheter aortic valve. The tia resolved 7 days following the onset date. The patient was discharged this same date. The event was reported as resolved with no sequelae. Additional information reported that the shunt was a pre-existing insert that had been placed years prior. The patient did not have a history of tia or cva. No treatment was reported for the most recent tia and slurred speech events. The recent tia events and mitral valve endocarditis were reported to not be related to the aortic transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.